Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with four infusion sets. The event occurred between (B)(6) 2024 . The tubing was detached from the connector. Infusion sets were used between less than a day to one full day. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).